Event description:
Per complaint (B)(4), the septal bone fractured during immediate dental implant placement upon the final torque to 35nm. The bone fracture caused loss of primary stability. The implant was removed and replaced within the same procedure.

Manufacturer narrative:
Follow-up report is to notify of completed device evaluation.

Manufacturer narrative:
Supplemental report is to correct accurately reflect "serious injury", which was changed in error in the first follow-up report.